Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) complaint handling unit reported broken screws. The patient was operated due to a supracondylar fracture of left femur, when condylar synthes plate was fixed on (B)(6) 2008 with auto bone grafting. During knee flexion exercises, the condylar plate got cut through on (B)(6) 2008 because of osteoporosis. She was given a line of treatment for the osteoporosis. A revision occurred on (B)(6) 2008, when the condylar plate was removed and the locking plate was fixed with bone grafts. She was immobilized for six weeks and then gradual knee flexion exercises started. The patient was weight bearing after three months. On (B)(6) 2008 the locking plate was removed and a double plate fixation was done on the lateral and medical side of the condyles with two locking plates with auto grafts. At present she is doing well. The x-ray was lost by the patient.